Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension "did not fit to the existing electrode." It was stated the extension remained implanted and out of service. It was also reported another extension was opened and used and there were no patient symptoms or injuries related to this event. The patient's outcome was reported as no injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 37081-20, serial# unknown, implanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Additional information stated the extension ¿should have fit without any problems.¿ it was noted the patient was receiving effective therapy with the second extension. It was further noted the implantable neurostimulator (ins) and lead remained implanted in the patient and the extension was sent back to the manufacturer by the patient.